Event description:
The dr claims that during procedure, the graft leaked blood from its suture line. The leakage was stopped by overstitching. The graft was left in. There was no injury or complication to the pt. Note: the incident date is unknown at this time and has been approximated. The quantity of blood lost through the graft is unknown at this time. The pt's condition is unknown at this time. The incident was reported by the dr as part of a group with no definite dates given. In 2000, co learned the following: the graft was implanted for an ascending aortic aneurysm procedure, the suture used was a prolene 3.0/v26.

Event description:
In 11/2000, co learned the following: the graft was implanted for an ascending type a aortic dissection and fluid from pericardial space, approximately 1500mls to 2000mls of blood was lost through the puncture channels (sutures), the pt lost 2250mls of blood through post-operative drainage, the suture material was 3-0 and 4-0 prolene, the implantation procedure outcome was good, although the pt was transferred with severe neurological defective syndrome. The incident date, initially reported in error, has now been corrected to 7/23/00.